Event description:
It was reported that the pt experienced pain, and an xray was taken. The xray showed a broken segmental stem, and the pt was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.